Event description:
Caller reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reoccurred.